Event description:
Unable to contact customer, sending a letter. Per customer care rep's documentation: customer called that their inaccurate low readings from their meter caused them to pass out and go to the hospital. Customer stated last night in 2002 customer tested their blood ten minutes after eating a slice of pizza and their reading was 187. About a half hour later the customer began to have symptoms of hypoglycemia. Customer's spouse called emergency. Once they arrived to the customer's house they performed a blood test. The customer's blood test result was 297. The customer was taken to emergency and customer refused treatment at the hospital. Customer stated that they retested their blood at the hospital and the reading was around 300, however before they got to the hospital customer retested their blood on their meter and said the reading was 187. Customer did not know what type of meter the em's used." Customer also stated they performed back to back testing. Customer received a 134 mg/dl and a half hour later received a reading of 187 mg/dl.